Manufacturer narrative:
Manufacturer investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted due to driveline infection from (B)(6) 2019 with copious light yellow drainage at the driveline site. This was associated with pruritus and occasional right left quadrant abdominal pain. A gallium scan was done on (B)(6) 2019 with results consistent with infection of the driveline at the exit site. The patient was treated with intravenous antibiotics. It was reported that the device operated as intended.